Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not switching on. Review of the system log file showed that there was a malfunction in geo pc. Upon troubleshooting, fse found that the host pc and geo pc were not starting up and attached the monitor to geo pc and found that the operating system (os) got corrupted. To resolve this issue, fse reloaded the ghost application on the host pc and software in geo pc also recreated in the ghost file. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.